Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that there was a problem where patient's wire was cut in the operating room and they had to start over. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.